Event description:
Customer reported via phone call that they were not using the auto mode feature at the time of the high blood glucose event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 519 mg/dl at the time of incident. Customer did not provide nay symptoms regarding to high blood glucose episode. Customer report displacement test did not passed. Customer treated with insulin pump. Customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with "load reservoir complete" message occurring before motor slide reaches the stopper plug during the displacement test. Failure due to moisture damage to the motor assembly. The device passed the displacement accuracy test, self test, sleep current measurement, active current measurement, rewind test, basic occlusion test. Device failed the prime/seating test, occlusion test, force sensor test, and the displacement test due to moisture damage to the motor assembly.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.